Manufacturer narrative:
Device evaluation: returned device was received with af aulty micro switch. Stained float switch and enclosure. Outdated pcb and power switch. Cracked tank cover. Wear and tear damaged line cord and front cover. Stripped threads on interlock block. During the evaluation the device displayed the "no disposable alarm".the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that over temp test on a smiths medical level 1 hotline low flow system does not work. No adverse effects reported.